Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 the patient presented to the emergency room (ER) with possible overdose symptoms. The symptoms of heavy sedation, pinpoint pupils were reported, the patient's respirations were good. The hcp was requesting a manufacturer's representative (rep) to stop the pump and check the drugs programmed in the pump. No further complications were expected or anticipated.